Manufacturer narrative:
.

Event description:
It was reported that a 190cm filter wire ez embolic protection system broke. There were no patient complications. The patient status is listed as "stable". Additional information has been requested and has not been received.